Event description:
New information notes that the left ventricular lead the reason the lead was replaced was due to a dislodgement.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 after experiencing diaphragmatic stimulation on their left ventricular lead. No intervention was reported. The patient's left ventricular lead was programmed off to prevent the diaphragmatic stimulation. The lead was then explanted and replaced on (B)(6) 2021. The patient was stable throughout.